Manufacturer narrative:
This report is submitted on january 05, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 in order for the patient to undergo MRI. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 20, 2022